Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple users were unable to pull medications without performing an inventory. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that nurses were unable to pull medications from the station without performing an inventory first. The technical support specialist (tss) determined medication was marked inactive in the formulary settings. To resolve the issue, the pharmacy administrator accessed the es server application and enabled the active checkbox for the medication in the facility formulary. This action allowed the medication to be removed from its current storage locations (csp drawer 2.2 pkt e4 and csp drawer 1.2 pkt b1). After updating the formulary, the system functioned as expected, and the same was confirmed by the customer. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple users were unable to pull medications without performing an inventory. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.